Event description:
During an initial implant procedure, the catheter failed to deflect. Additionally, a decrease in the pacing impedance was observed and the current of injury was not optimal. As a result, the lp was explanted. Upon investigation, a blood clot was observed on the helix. While attempting to remove the clot, the helix became stretched. The lp was replaced to resolve the event. The patient is stable and will continue to be monitored.